Event description:
Female patient experienced redness, irritation, pain, swelling and ultimately had the implant removed.

Manufacturer narrative:
Surgery before change of IFU in august 2007. Fixation with screws. Probably removal of too much of the cortical bone.